Event description:
It was reported there are high outputs on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator (ipg) implanted: 2011-(B)(6). (B)(4).